Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had initial surgery on (B)(6) 2017 and had enhancement procedure on (B)(6) 2017. Patient presented on (B)(6) 2017 with transient light sensitivity syndrome in both eyes. Patient was prescribed an non-steroidal anti-inflammatory drug, prolensa. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of increased light sensitivity. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2017. Right eye pre-op 20/15 .00 x -1.75 x 175. Left eye pre-op 20/15 -.50 x -1.00 x 5. Bcva from (B)(6) 2017. Right eye post-op 20/15 .25 x -.50 x 101. Left eye post-op 20/15 .25 x -.25 x 6.

Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The system and its components met all specifications prior to being released. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to abbott medical optics has been submitted.